Event description:
Subsequent to the initially filed report, the following additional information was received: there were no issues with the deployment of the 4.0x8 xience sierra stent and post-dilatation was performed as per standard procedure. Neither 4.0x38mm xience sierra stent caused the perforation. The perforation was noted after the post-dilatation with the 4.0x15 non-abbott balloon dilatation catheter. The two graftmaster covered stents were confirmed to be used due to the size of the perforation. There were no issues noted with either graftmaster device, and the graftmaster devices did not cause or contribute to any complications or adverse events. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. The reported patient effect of perforation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 8f al, corsair, guide wire: wiggle, prowater, stent: xience sierra (4.0x08mm, 3.0x18mm, 4.0x38mm). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 4.0x08mm and 4.0x38mm xience sierra stents referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was performed to treat a moderately to severely stenosed lesion in the mid ostial left main coronary artery, and to treat a long, chronic totally occluded and calcified lesion in the right coronary artery (rca). A 4.0x08mm xience sierra stent was deployed in the left main artery at 12 atmospheres (atm) and post-dilated with a 4.0x08mm nc trek balloon at 20 atm; however, intravascular ultrasound (ivus) showed that the distal edge of the stent was mildly malapposed. As such, the stent was post-dilated with a 4.5x08mm nc trek balloon up to 20 atm. Follow-up ivus showed that the stent was well expanded and apposed throughout. A 3.0x18mm xience sierra stent was deployed in the proximal posterior descending artery (pda). A 4.0x38mm xience sierra stent was deployed at 14 atm without reported issue distal to the av groove rca. A second 4.0x38mm xience sierra was advanced and deployed at 14 atm without reported issue. Follow-up angiography revealed restoration of antegrade flow in the pda; however, some dye extravasation was noted outside the vessel of the mid av groove rca, though it was not free-flowing and there was no evidence of pericardial fluid. A 4.0x15mm non-abbott balloon was used to post-dilate the av groove. Follow-up angiography showed reasonable stent results; however, borderline extravasation was still noted in the mid rca. Two 4.0x19mm graftmaster covered stents were deployed to treat the perforation. The patient was given protamine medication and was transferred to the intensive care unit in stable condition. The patient was discharged on (B)(6) 2019. No additional information was provided.